Event description:
It was reported that during surgery, the nexgen knee system and synvasive saw blades were being used. The oscillating saw blade had broke while being used. One of the blade's teeth broke off and landed in the tibia. The broken piece was removed and the saw and broken piece were thrown away and new blade was opened. There was no patient or user harm associated with the report. The surgery was delayed by 5 minutes. An alternate device was used to complete the surgical procedure. Per the information received from the customer, the surgical technique was followed.

Manufacturer narrative:
Per the information received, the product was scrapped by the hospital and will not be available for return for evaluation. A follow up medwatch will be submitted once the investigation is complete.